Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not available. E1: reporter name and email address unknown / not provided.

Event description:
It was reported that an implant at tooth site # 14 was removed due to a fracture at the implant collar. Patient suffered from infection. Procedure completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zimvie received one (1) tsv4b8, (imp, tsv,4.1mm, sbm,8) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone/tissue attached to external threads. The implant was observed fractured at the collar region, and exhibited signs of being trephined. Additionally, a fractured screw fragment was identified stuck inside the implant; however, during a follow the customer indicated the screw fractured during the implant removal process. Functional testing to recreate the reported events could not be performed due to the nature of the device & events. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 62099632. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62099632 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant¿ & ¿infection¿ based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Therefore, based on the available information, a device malfunction did occur. The reported event (fracture implant) was confirmed with all the available information. Infection is a medical condition and is non-verifiable with the information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.